Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer mentioned that they had a mammogram and they did not take off the insulin pump. The customer was able to complete the insulin pump rewind. The customer reported that the insulin pump had two motor errors on october 08 and september 19. The customer stated that they were over the reading and they already did manual bolus using the syringe. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.